Manufacturer narrative:
No unexpected ramping of numbers noted. All buttons function properly. Insulin pump had moisture damage noted on keypad traces during visual inspection. No unexpected rewind loops noted. Insulin pump passed displacement test, rewind test, prime test, basic occlusion and occlusion test. Insulin pump had minor scratches on lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
It was reported that the customer's insulin pump's force sensor did not detect the reservoir. The customer stated that the insulin pump's motor stopped, but the insulin continued to exit the infusion set tubing. The customer's blood glucose level was 171 mg/dl. Standard troubleshooting was performed. The customer was advised the problem will only occur during the prime/rewind process, however, the insulin pump may not have a no delivery alarm if an occlusion occurs. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.